Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "nurse noticed fluid accumulation under the dressing and patient felt wet neck. On inspection, approximately 3 cm from hub and fluid leak visible from 0.5mm split. Line was clamped, split covered with dressing. Cvad removed. Second split noticed about 7cm from hub. No injury to patient." It was reported the second split was noticed after the catheter was removed. The patient's condition is reported as fine.

Event description:
It was reported that: "nurse noticed fluid accumulation under the dressing and patient felt wet neck. On inspection, approximately 3 cm from hub and fluid leak visible from 0.5mm split. Line was clamped, split covered with dressing. Cvad removed. Second split noticed about 7cm from hub. No injury to patient." It was reported the second split was noticed after the catheter was removed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The image shows the catheter body, with a slit near the juncture hub circled. The customer also returned one 4-l cvc for evaluation. Signs of use were observed on extension lines and catheter body. Visual inspection revealed two slits/tears in the catheter body. Both slits were located approximately where the dressing was applied to the catheter during use. The appearance of the slits is consistent with contact with a sharp object (e.g. Scalpel, needle bevel) during use. The slits in the catheter were located at 25mm and 47mm from the juncture hub. The catheter length measured 221mm, which is within the specifications of 207-227mm per product drawing. The catheter outer diameter measured 2.878mm, which is within the specifications of 2.87-2.97mm per product drawing. Functional inspection of the catheter was performed per the product IFU which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter was flushed using a lab inventory 5cc syringe. A leak was observed from the slits when flushing the medial 1 and proximal extension lines. The distal and medial 2 lumens flushed normally. A manual tug test confirmed all extension lines were secure to their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury." The customer report of a catheter body cut/torn was confirmed through complaint investigation of the returned sample. Visual inspection revealed two slits in the catheter body near the juncture hub. The appearance of the damage is consistent with unintentional contact with a sharp object during use. The catheter met all relevant dimensional requirements, and a device history record review was performed based on sales history, with no relevant findings. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.